Manufacturer narrative:
H2) additional information: d3 (country code, postal code), h10 h3) evaluation summary: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated the analysis identified a failure code for 'linked to robotic arm joint 2 master positioning sensor redundancy' occurred, associated with multiple error codes. The joint position sensor brooming script was performed on robotic arm joint 2 successfully in the field and the arm cart now works properly. Evaluation of the logs indicated that during runtime, the arm cart experienced a failure of the potentiometer redundancy check on robotic arm joint 2, as the motor position sensor and the joint position sensor differed by more than the acceptable limit. An error code for 'linked to subsystem robotic application validation - redundant position sensing check' was observed, indicating that after calibration if the primary and secondary position sensors for any degrees of freedom differ by greater than the specified amounts, the subsystem robotic application software will trigger a system recoverable inoperable error and a subsystem non-recoverable inoperable error. An error code for 'linked to robotic arm encoder redundancy' was also observed, indicating that after calibration if the absolute difference between the primary and secondary positions are greater than the limit for the specific joints, the robotic arm software will trigger a system recoverable inoperable error and a subsystem non-recoverable inoperable error. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a potentiometer failure and connectivity issues between the z-slide and instrument drive unit (idu). This is related to device design such as small movements in the connector due to impact or an inadequate strain relief that cause the contacts to shift onto regions of the mating contacts that are contaminated with flux, which prevents electrical conductivity. Additionally, damage to the assembly fixture pin allowed too much interference between connector components, leading to connector damage and loss of connectivity. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operative to a robotic laparoscopic prostatectomy procedure, when the surgical team was undraping the arm cart assembly, it triggered an unrecoverable error. To continue undraping the arm cart, the team performed a restart, after which the arm cart was successfully undraped and placed in the parking/storage position. The arm cart was then able to calibrate without any further issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operative to a robotic laparoscopic prostatectomy procedure, when the surgical team was undraping the arm, the arm triggered an unrecoverable error. To continue undraping the arm, the team performed a restart, after which the arm was successfully undraped and placed in the parking/storage position. The arm was then able to calibrate without any further issue.